Event description:
Tech alleged that the weld broke on the base frame of the stretcher. No pt impact.

Manufacturer narrative:
The tech found the weld broke on the brake caster sleeve on the base weldment. The tech replaced the base weldment to resolve the issue.